Event description:
It was reported that loss of capture was noted on the left ventricular (lv) lead. On (B)(6) 2025, diagnostic imaging was performed, and dislodgement was confirmed on the lead. The physician explanted and replaced the lv lead. The patient condition was stable.